Event description:
Provider states that the right motor is making a clicking noise and locking down which causes the chair to turn to the right. Provider states there are no error codes so he can tell it is mechanical issue with motor not electrical. No additional information provided.